Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a different wall adapter, as directed by technical support. A replacement tandem wall adapter was sent via two-day shipping. There was no shutdown or inability to turn the pump back on. Pump began charging. No further assistance required.